Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. The instrument exhibit signs of repeated use and has a ball bearing missing. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during kit inspection it was noted that the instrument was missing a ball bearing. Attempts have been made and no further information is available.